Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded three faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during the recent explant of this device due to an infection ,it was noted that the device lost telemetry. Prior to the explant procedure, the device was programmed to tachy therapy off. It is believed that the use of cautery caused the device to turn itself back on and as a result, it administered an inappropriate shock. Telemetry was re-established and at that time, the device was found to be in safety core mode with three faults noted. The patient was not pacemaker dependant prior to this procedure, but after the shock was given the patient then became dependant. A temporary device and lead was implanted to be used while the patient recovers from the infection and a new system will be implanted once the infection is cleared. To date, no additional adverse patient effects have been reported.